Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), pruritus ("constantly itchy"), fatigue ("fatigued"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, device dislocation, pelvic pain, infection, urinary tract disorder, autoimmune disorder, pruritus, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, pelvic pain, perforation, pruritus and urinary tract disorder to be related to essure. The reporter commented: surgical pathology report: sections demonstrate tubal tissue. There is some degenerative artifact. The luminal epithelium is otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), pruritus ("constantly itchy"), fatigue ("fatigued"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, device dislocation, pelvic pain, infection, urinary tract disorder, autoimmune disorder, pruritus, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, pelvic pain, perforation, pruritus and urinary tract disorder to be related to essure. The reporter commented: surgical pathology report: sections demonstrate tubal tissue. There is some degenerative artifact. The luminal epithelium is otherwise unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.